Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump date had changed from 2015 to 2009. Tandem technical support reviewed the t:connect logs and it was found that the pump's date had not been set up when the customer had received the pump. The customer set the correct time and date correctly. There was no reported impact to the customer's blood glucose level.